Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that there was a damaged connection port to the electrocardiogram (ECG), the ECG connector was broken off and therefore the link electronic module (lem) board was replaced and calibrated. Analysis also found that the right keyboard hinge was broken and the system fan was noisy, both were replaced to resolve.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a damaged connection port to the electrocardiogram. The programmer was returned for service. There was no patient involvement.